Event description:
A hospital in a foreign country reported to a fisher & paykel healthcare (fph) field representative that a pt, who was on a viasys' infantflow CPAP device and an fph's respiratory humidifier, had a pneumothorax allegedly due to excessive condensation. The temperature displayed on the respiratory humidifier base was between 33 degrees celsius and 35 degrees celsius. It was further reported that the following associated devices were used in conjunction with the CPAP device and respiratory humidifier: breathing circuit from viasys, mr340 infant humidification chamber from fph, temperature/flow probe from fph.

Manufacturer narrative:
The respiratory humidifier was returned to our international affiliate for investigation. No fault was found with the device when performance check and electrical safety test were conducted. It is not clear to fph how excessive condensation could lead to pneumothorax. We are currently in the process of obtaining further clarification from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We are still gathering pertinent info at this stage of our investigation. We will provide a follow up report, once we receive further info from the hospital and completion of our analysis.